Event description:
Description provided by the customer: "patient was s/p cardiac arrest. Code team member arrived and was asked to place an io in the patient's leg. Patient was prepped and scrubbed in proximal left tibia. Io end cap was removed, and stylet was turned to activate the needle into position. Upon placing pressure into leg and pulling trigger, io failed to deploy fully into the bone. Cannula was removed. Second attempt was made in the proximal right tibia in similar fashion. Second io was pulled from code team bag and was a separate but similar model. Upon deploying into the bone, inner cannula was unable to be removed from the outer io cannula and thus was unable to be used appropriately. As patient had central line access at this time, attempts to place io were halted and wounds dressed with tegaderm."